Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced excruciating and debilitating pain and suffering. The patient had a previous mesh implanted on (B)(6) 2006 which is captured in separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 07/13/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted. And the batch met all finished goods release criteria.